Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malpositioned micro insert in the central canal of the lower uterine segment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included bipolar disorder, uterine bleeding, genital bleeding and excessive menstruation. Concomitant products included estrogen nos from (B)(6) 2016 to (B)(6) 2016, levothyroxine sodium (synthroid), oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2014, progesterone since (B)(6) 2018 and topiramate from 2011 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("pain abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/ side of pelvis") and was found to have progesterone abnormal ("hormonal changes describe: no progesterone"). The patient was treated with lamotrigine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, progesterone abnormal, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain, progesterone abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 during insertion the first coil first coil shot out the fallopian tube when it spasmed. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterus, cervix, and bilateral fallopian tubes, resection: uterine corpus: proliferative-phase endometrium. No evidence of complex atypical hyperplasia or malignancy. Myometrium with no diagnostic abnormalities. Cervix: no evidence of dysplasia or neoplasm. Fallopian tubes: bilateral fallopian tubes with no evidence of neoplasm. Extending to the right fallopian tube is a 2.5 cm long metallic coiled fragment. At the proximal end of the left fallopian tube is a 2 cm long metallic coiled fragment. The right fallopian tube is 10 cm long, the left fallopian tube is 9 cm long and they both average 0.5 cm in diameter with opened fimbriae. Ultrasound scan vagina - on (B)(6) 2013: impression: consistent with the presence of 3 essure micro inserts, one in the proximal right fallopian tube trailing into the distal uterine cavity, another in the proximal left fallopian tube, and a 3rd potentially malpositioned in the central canal of the lower uterine segment (see report of abdominal radiograph today). Nonspecific mildly heterogeneous central endometrial echo complex without obvious doppler flow. No ovarian cyst (by size criteria) or adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: new pfs+mr received. Event injury was updated and new events: hormonal changes describe: no progesterone, abnormal bleeding (vaginal, menorrhagia),pain, abdominal pain, device expulsion were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant conditions, drugs, historical drug added. Lab data added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('mal positioned micro insert in the central canal of the lower uterine segment') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for birth control: mirena iud from 2007 to (B)(6) 2012. Concurrent conditions included bipolar disorder, uterine bleeding, genital bleeding and excessive menstruation. Concomitant products included estrogen nos from (B)(6) 2016 to (B)(6) 2016 for progesterone abnormal, progesterone since (B)(6) 2018 for progesterone abnormal and blood progesterone low as well as levothyroxine sodium (synthroid), oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2014 and topiramate from 2011 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("pain abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient was found to have progesterone decreased ("low progesterone after hysterectomy / no progesterone"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/ side of pelvis"). The patient was treated with lamotrigine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia and progesterone decreased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain, progesterone decreased and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 during insertion the first coil first coil shot out the fallopian tube when it spasmed . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterus, cervix, and bilateral fallopian tubes, resection: uterine corpus: proliferative-phase endometrium. No evidence of complex atypical hyperplasia or malignancy. Myometrium with no diagnostic abnormalities. Cervix: no evidence of dysplasia or neoplasm. Fallopian tubes: bilateral fallopian tubes with no evidence of neoplasm. Extending to the right fallopian tube is a 2.5 cm long metallic coiled fragment. At the proximal end of the left fallopian tube is a 2 cm long metallic coiled fragment. The right fallopian tube is 10 cm long, the left fallopian tube is 9 cm long and they both average 0.5 cm in diameter with opened fimbriae. Ultrasound scan vagina - on (B)(6) 2013: impression: 1. Consistent with the presence of 3 essure micro inserts, one in the proximal right fallopian tube trailing into the distal uterine cavity, another in the proximal left fallopian tube, and a 3rd potentially malpositioned in the central canal of the lower uterine segment (see report of abdominal radiograph today). 2. Nonspecific mildly heterogeneous central endometrial echo complex without obvious doppler flow. 3. No ovarian cyst (by size criteria) or adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event term no progesterone was updated to low progesterone after hysterectomy. Meddra llt was updated. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.